Event description:
Ous MDR ¿ after an implant time of about 78 months, it was reported that the pt lost consciousness on (B)(6) 2011. The ECG showed a loss of capture, but the follow up on (B)(6) detected nothing abnormal. The sensing of the ventricular was on unipolar. It was re-programmed to bipolar. On (B)(6), a 24 h ECG was performed showing ventricular sensing in unipolar. No event was detected. The device was re-programmed to bipolar sensing. Since this follow-up, no new event were reported. When explanting the device in (B)(6) 2012, the cardiologist suspected a default of the insulation of the device and sent it back for analysis.

Manufacturer narrative:
Ous MDR.